Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jaw with 0.5 ml of juvéderm® volux¿. The patient experienced a ¿nodule¿ on the jaw 19 days later. The nodule had been dissolved that day, but the patient reported some ¿pain and difficulty opening their mouth¿ due to the nodule. Three days later, the patient was treated with minocycline. Thirteen days later, the patient was treated with prednisone, and the patient had great results. An "inflammatory response" was suspected. The event resolved a week later.